Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that the patient experienced infusion set adhesion issues on (B)(6) 2026. The sets came off, and the patient believed this may have occurred due to activity or being scratched or caught on clothing. The exact cause remained unknown, and the patient declined troubleshooting. No further information available.